Manufacturer narrative:
The laboratory employee was doing the recovery of error 2185 "tip blocked in chamber" when he/her injured him/herself. According to the information provided by the client, the employee is under medical care, and he/she is absent from work 17 days as of (B)(6). It is still unknown if other medical treatments have been performed. The first instruction of the troubleshooting procedure is "contact the service assistant to perform the following steps", but he/her did not do it. Moreover, he/her removed the long upper side panel, that was not to be removed according to the procedure itself. Therefore, the design of the aliquoter module's panel and the procedure to handle it are considered adequate. No actions are foreseen to be taken by inpeco.

Event description:
The client reported that a laboratory operator was injured during troubleshooting of a "tip chamber jam" on the aliquoter module. The employee removed the long upper side panel and hit him/herself on the jaw causing a dislocation. The employee visited the emergency department and has been off work since then.